Event description:
The facility was unable to supply the pt's weight. On june 9, 1997 the facility obtained a non-reactive result with hiv 1/2 eia. The pt sample was known to be hiv ab positive for the past two yrs. The facility repeated the sample in singlet and duplicate and obtained reactive results.